Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 36 and 48 hours on the arm. Upon inspection, it was noticed that the pod was leaking, the patient removed it and saw that the cannula was bent. The bottom part of the adhesive was coming off. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be bent. The bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. No issues were found with the cannula assembly that would result in leaking during wear. The downloaded data shows some pulse width increases, but no timeouts or drive stalls were seen. It cannot be determined when or what caused the damage to the exposed portion of the soft cannula. The device was returned without the adhesive pad attached. Inspection of the adhesive welds found no abnormalities that would indicate a failure to adhere. The cause of the adhesive failure could not be determined.